Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a loss or change of therapy for the past 2-3 weeks; the therapy was confirmed to be on, and the patient had increased stim from 3.6 to 4.3 but was still not feeling stimulation. The patient stated they had some urgency and was going to follow up with their healthcare provider (hcp). The patient later reported that same day they had noticed that they had to go more often and had to get there quicker because they were using more pads and leaking. The patient noted they had a hip replacement surgery in (B)(6), they had told the hcp that had the implant, and they gave the patient general anesthesia. The patient reported they did not turn the therapy off during the surgery. The patient also went through rehab after the surgery and was afraid they themselves had done something to the device. The patient noted they thought they had lost the stim sensation prior to november, but was not sure when they stopped feeling it. The patient had contacted their hcp office and they told them to call the manufacturer and gave them the number for patient services. The patient tried programs #3 and #4 but was still not feeling stim sensation when increasing the amplitude. The patient later reported on (B)(6) 2106 they had tried all four programs and was still having bladder leakage and was getting up several times during the night. The patient later reported on (B)(6) 2106 that the device was still not effective/working. The patient later reported when the leakage had started they had made several adjustments and still felt no stimulation. The patient's hcp appointment was pending patient records.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.